Manufacturer narrative:
Concomitant products: 1.carto 3 system, model #:m-4800-01, serial #: (B)(4). 2.smartablate generator: model #:unknown, serial #:unknown. 3.smartablate pump: model #: m-4900-08, serial #: (B)(4). 4.soundstar catheter: model #: m-5723-12, lot#: g3027298. 5.c3 ez steer cs with auto ID catheter: model #: d-1263-06-s, lot #: 16101863m. 6.transeptal needle (distributed product): model #: d-1299-03-s, lot #:unknown. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 a notification was received stating that the customer discarded the product for this complaint. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4)

Event description:
It was reported that a patient, (B)(6) y.o., female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 200cc of fluid were removed. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. The event occurred during the procedure. A transseptal puncture was performed. No ablations had been performed. The issue occurred during the transseptal puncture phase. There are no other factors that might have contributed to the event. No error messages were observed on the biosense webster equipment during the procedure. The patient received anticoagulation in the procedure. The act was maintained at 220. The patient did require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related.